Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The evaluation has not been completed at this time. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center would not take pictures. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The product was not returned for inspection; therefore, reproduction of the reported event was unknown. No speculative cause of the suggested event could be determined. Olympus will continue to monitor field performance for this device.